Event description:
Caller reported a temperature alarm occurred with no exposure to extreme temperatures or charging issues at the time. There was no adverse impact to the customer's blood glucose level. The customer was unable to clear the alarm and resume insulin, so technical support arranged to replace the pump. The customer reverted to an alternate method of insulin therapy.